Event description:
The customer reported the ventillator went vent inop, and alarmed during use. The customer reported there was no patient harm. Vent inop, when in use, will stop providing ventilatory support to the patient. The respironics service technician was unable to duplicate the reported problem. However, the service technician confirmed a diagnostic code in log history indicating a vent inop occurred due to a flow sensor. Performance verification testing was performed on the ventilator, and all tests passed per operating specifications.